Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-14970. It was reported during an elective ipg replacement procedure on (B)(6) 2021, the physician was unable to get the extension to insert into the new ipg. The physician explanted and replaced the extensions. Therapy was restored.